Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the right spinal cord stimulation (scs) lead had high impedances. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and leads were replaced. No further information could be obtained. Additional information was received that the patient was doing well postoperatively. All explanted components were discarded and will not be returned.

Manufacturer narrative:
D2b: pro code: qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 27488086. UDI: (B)(4). Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the right spinal cord stimulation (scs) lead had high impedances. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and leads were replaced. No further information could be obtained. Additional information was received that the patient was doing well postoperatively. All explanted components were discarded and will not be returned.

Manufacturer narrative:
D2b: pro code: qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074830, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 519462, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 27488086, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the right spinal cord stimulation (scs) lead had high impedances. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and leads were replaced. No further information could be obtained.